Event description:
Pt was revised to address an lps cemented stem which was loose in the cement mantle. The cement was from a competitor. The cement was adhered to the bone, but not to the implant.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Prod info required to review the device history records was not provided. The initial reporting indicated the prod was not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated.